Event description:
Pentax medical was made aware of a complaint that occurred in the operating room, before use in (B)(6), within the apac region. The reported complaint that on the day of installation, when the pentax medical video bronchoscope model eb-1575k/serial (B)(4) was connected with the video processor, model epk-i7010/serial (B)(4), error number 05 was displayed.

Manufacturer narrative:
The scope was returned to pentax medical and the issue was confirmed during investigation of the device. The driver board was replaced and after replacing driver board, scope was connected to processor (epk-i7010) and confirmed that there is no connection issue. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.